Event description:
It was reported that during an unknown procedure, there were problems with two devices. First device - the device was closed, but the firing lever would not close plastic to plastic. The pin was seated. No cut occurred and no staples were deployed. Another device was opened. Second device - device was closed and device was fired plastic to plastic. Staples did not form b-shape. The incision was sutured closed. It is unknown how long the procedure was delayed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Device was not returned. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.